Manufacturer narrative:
The reported issue was confirmed. The root cause is covered/investigated under the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause - inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools and no crimp cross-sections provided. A device history record review was not required. The labeling review was not required because labeling could not have prevented this issue. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to send the arctic sun device for a 2000 hour service. Biomed getting alert 113 (reduced water temperature (wt) control). They have 2 devices but the other one was also in use. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 27c, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 4.2. Explained the mixing pump would need to be replaced and need to use an alternative means of hypothermia for this patient. Per investigator notification received on 16jun2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, failed initial acats test , error 45 , prewarm flow outside acceptable limits. The electrical overstress issue found in the depot repair requiring cca card replacement.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause. O inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process. O evidence was not provided when requested for maintenance of records or crimp tools. O no crimp cross-sections provided" the device was evaluated upon receipt. A device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that they wanted to send the arctic sun device for a 2000 hour service. Biomed getting alert 113 (reduced water temperature (wt) control). They have 2 devices but the other one was also in use. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 27c, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 4.2. Explained the mixing pump would need to be replaced and need to use an alternative means of hypothermia for this patient. Per investigator notification received on 16jun2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, failed initial acats test , error 45 , prewarm flow outside acceptable limits. The electrical overstress issue found in the depot repair requiring cca card replacement.